Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown 3i implant was returned for investigation. Visual evaluation of the as returned product, identified bone residue around the external threads due to usage but no evidence of any damage. The device could not be functionally tested for the reported failures (bone loss & infection) since they are medical conditions. Measurements were not taken since the device reference numbers were not reported by the customer. The reported device had been implanted on tooth # 5 for an unknown amount of time. X-ray or picture images were not provided. As a result, bone loss could not be verified. DHR, sterilization record & complaint history reviews could not be performed since the lot number associated to the unknown item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that implant was removed due to infection and bone loss. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had peri-implantitis, edema, inflammation, bone loss and pain. Patient had implants placed at another office and was referred for peri implantitis. Implants were removed. Gbr done and new implant placed on (B)(6) 2015.